Event description:
Part was explanted to accommodate a fusion at adjacent level. No report of product problem.

Manufacturer narrative:
No product problem therefore, part was not returned for evaluation.